Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as it remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina, arrhythmia and pain are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient underwent a coronary stenting procedure, with implantation of a 3.5 x 28 mm xience prime stent in the mid right coronary artery. On (B)(6) 2014, the patient began to experience back pain and unstable angina. The patient was re-hospitalized on (B)(6) 2014 and medication was administered. The condition resolved on (B)(6) 2014 and the patient was discharged. On (B)(6) 2015, the patient was re-hospitalized with intermittent palpitations. Medications were administered and the symptoms resolved on (B)(6) 2015. No additional information was provided.

Manufacturer narrative:
(B)(4). No additional investigation required.

Event description:
Subsequent to the initial 30-day medical device report, additional information was provided, indicating that on an unspecified date in (B)(6) 2015, the patient began to experience intermittent palpitations and was re-hospitalized on (B)(6) 2015. No additional information was provided.